Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k, device evaluated by MFR. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. It was first mentioned that the product will be available for return, however, it was not provided to zimmer biomet. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant fractured upon insertion. Review of event description: it was reported that during a surgery the cord broke while the surgeon wanted to stretch it with the screws. The surgeon completed the surgery with the same item form a different lot number. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information. The product location is unknown. Review of product documentation: surgical technique 06.01285.012 rev. 4 has been reviewed. Root cause analysis: root cause determination using rmw: damage of implant (cord breaks) due to lack of adequate design of the cord components to withstand the required forces. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to the cord implant does not have adequate strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Cord rupture during tightening due to user misinterprets the 4nm indication and applies too much torque to the set screw causing damage to the cord possible, no surgical report was received for review. It is unknown if the surgeon followed the procedure of cord insertion and tightening as described in the surgical technique. Therefore, this possible root cause cannot be excluded. Conclusion summary : it was reported that the cord fractured during insertion. The surgery was completed with same cord from an other batch. Neither the device, nor the surgical report of implantation were received for review and appropriate investigation of the case. The conducted root cause analysis did not come up with a specific root cause. However, a potential root cause might be that the surgeon did not follow the surgical procedure, this potential root cause cannot be excluded since no surgical report was received. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that the second cord of the same lot will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a dynesys lis, stabilizing cord, 100 on an unknown side on (B)(6) 2017. The cord broke when the surgeon wanted to stretch it with the screws. The surgeon used the same item from another batch number. No consequences for the patient indicated by the surgeon.